Event description:
A call was received from a device manufacturing facility to report that the concomitant cables to their devices are getting stuck to the pouches after sterrad processing. He was advised to contact the manufacturer of the cables to obtain instructions on how to properly process the cables. The caller inquired on instructions from asp for processing cables in the sterrad. He was instructed to process the cables in the aptimax trays wrapped in polypropylene wrap, however, to contact the cable manufacturer for specific instructions and to follow their guidelines on the appropriate way to package these items when processing in the sterrad. Asp requested the customer information and also advised the caller to have their customer contact asp in order to properly document the complaint. The reporter did not provide any information on the customers involved. He was only calling to inquire on the issues reported to him. The sterrad model involved is unk.